Manufacturer narrative:
The device was not returned for analysis. A production record review and similar complaint history for this product was not performed because the lot number was not provided. Corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. A conclusive cause could not be determined for the reported difficult to open or close the foot. The subsequent treatment appears to be related to circumstances of the procedure. Factors that may contribute to a difficult to open or close the foot include, but not limited to; tissue or suture caught in the foot or posterior cuff partially deployed in the foot. The patient effect of vascular injury (tissue damage) is listed in the electronic perclose prostyle instructions for use (IFU) as a possible adverse event of use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: estimated date. D4: the UDI is not known as the part and lot number were not provided.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using the pre-close technique prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, the foot was unable to be retracted during step 4, resulting in vessel damage. The sheath was upsized to a large bore sheath and the evar procedure was completed. A surgical cutdown was performed to treat the vessel and achieve hemostasis. There was a reported clinically significant delay in the procedure. No additional information was provided.